Event description:
A surgeon reported that four years following implantation of an intraocular lens (iol), he observed brown deposits within the iol. The patient reported progressive loss of vision and was found to have progressive brown deposits within the iol. The lens was exchanged at the patient's request four years following implant surgery. Additional information has been requested.

Manufacturer narrative:
Product evaluation: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. Additional information has been requested. (B)(4).